Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was found damaged before use. The following information was provided by the initial reporter: "damaged catheter tip angiocath plus 22g catheter tip is damaged."

Manufacturer narrative:
H.6 investigation summary : no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was found damaged before use. The following information was provided by the initial reporter: "damaged catheter tip angiocath plus 22g catheter tip is damaged."